Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the proximal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of metal cap. The glass cap and metal cap were detached and not returned. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture and cap detachment. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
Analysis of the returned fiber revealed the glass cap and metal cap were detached. In addition, the glass cap has a circumferential fracture on the proximal side of fiber/cap fusion zone of the bevel edge that could lead to the potential for forward firing. No patient outcome reported.